Manufacturer narrative:
Visual analysis of the photographs identified: lump/nodule: not observed. Rupture: not observed. No further actions are required since no issue in the manufacturing of the device is observed. Additional, changed, and/or corrected data: h6.

Event description:
Healthcare professional reported right "focal ill-defined irregular mild hypoechoic.nodular lesion at 5.5h 3cmfn, rt(-7mm)" later, physician reported rupture. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, one opening assessed as surgical damage. Lump/nodule: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Healthcare professional reported right "focal ill-defined irregular mild hypoechoic. Nodular lesion at 5.5h 3cmfn, rt(-7mm)" later, physician reported rupture. Device has been explanted and replaced.

Manufacturer narrative:
Continued h.6: f2203. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device rupture.

Event description:
Healthcare professional reported right "focal ill-defined irregular mild hypoechoic.nodular lesion at 5.5h 3cmfn, rt(-7mm)" later, physician reported rupture. Device has been explanted and replaced.